Event description:
Product analysis was completed on the patient¿s explanted lead. Only a portion of the lead was returned without the electrodes. Due to the condition of the lead as ¿ received determining the connector pin versus the connector ring quadfilar coils could not be made during the visual analysis. Setscrew marks were observed on the connector pin. The marks provide evidence of a proper mechanical contact between conductive surfaces of both the generator and connector pin. Continuity testing then occurred. It was noted that one of the quadfilar coils appeared to be broken. No other discontinuities were identified. Scanning electron microscopy was performed and identified the area as having extensive pitting which prevented identification of the coil fracture type with mechanical damage. Pitting and residual material were observed on the coil surface. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. No other anomalies were noted.

Event description:
Information was received indicating that high impedance had been observed with the patient's device and the device was subsequently programmed off. Revision surgery was performed and the lead was explanted. The explanted lead was then cut into pieces and was not available for return. No other relevant information has been received to date

Event description:
A portion of the lead was returned with the generator and is undergoing product analysis. A decoder was reviewed from the data on the returned generator. It was noted that high impedance was detected in (B)(6) 2016.